Event description:
It was reported that, prior to a robotic laparoscopic radical nephrectomy surgery, the arm cart assembly failed calibration. After r etrying, the arm cart calibrated successfully. During the procedure, the arm cart triggered an unrecoverable error a few minutes after colliding with another arm cart. Upon restarting, the arm cart was able to calibrate successfully. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated the logs were analyzed in the field and showed that during the calibration for arm cart assembly 2, the setup arm joint 4 brake triggered an error code for 'safety friction brake torque self test failed'. The brake regeneration script was performed on setup arm joint 4 to resolve the issue. However, after the script was launched, the arm cart failed calibration. The script was run again and the arm cart was able to calibrate and is ready for use. Further evaluation of the logs indicated that the system detected a break in the fault detection circuit which was triggered due to a functional isolation circuit break in the arm cart assembly. This led to the occurrence of a non-recoverable error code for 'arm cart subsystem voltage current limit'. An error code for 'linked to subsystem robotic application validation - robotic arm and setup arm redundant controller state check', an error code for 'linked to robotic arm brake state check' and an error code for 'linked to robotic arm motor state check' were also observed as an after effect. Evaluation of the arm cart assembly confirmed the reported condition. The investigation identified the root cause could be traced to performance loss of brakes which caused friction brake torque self test failure on setup arm joint 4. The root cause of brake torque failures during calibration was determined to be a degradation in the holding force of the brakes resulting in brake self-test failures caused by contamination of the brake pads and brake discs by grease/oil from a bearing located close to the brakes. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to a robotic laparoscopic radical nephrectomy procedure, the arm failed calibration. After retrying, the arm calibrated successfully. During the procedure, the arm triggered an unrecoverable error a few minutes after colliding with another arm. Upon restarting, the arm was able to calibrate successfully. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.